Event description:
Report of over infusion: total bag volume 236.5 ml - the rate 1.3 ml/hr total of 168 hrs. Alarm occurred after 160 hrs - 8 hrs early. Volume includes 18.1 ml overfill. No pt issues no injury and no report of medical intervention required. Drug was 5fu chemo drug. Therapy was continued with different pump.